Event description:
It was reported the oscillating pin gets stuck on the edge of the dermatome and the blade detaches from the oscillator pin. It was reported the device was not in contact with the patient. It was reported no patient involvement or injury is alleged.

Manufacturer narrative:
Integra has completed their internal investigation on 11/10/2015 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: device history record reviewed for (B)(4) manufactured on 07-31-2007 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on (B)(6) 2014. A two year lookback in trackwise for this reported failure and or related to "oscillating pin get stuck on the edge¿ for this product ID shows that (B)(4) complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: based on failure analysis of returned device, reason for return was confirmed, yoke was able to move out of place towards the motor on the drive shaft, with yoke out of place the oscillating pin can become stuck in place, damage found to the head assembly, oscillating pin and brass shavings indicates improper blade use. Oscillating pin has deep marks and was bent out of calibration. The force used to cause this damage would cause excessive torque to the drive train and motor assemblies. Unit in for yearly preventive maintenance service, recommend review of hospitals blade installation and / or blade usage.